Event description:
It was reported the coil could not be detached during procedure and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the detachment end of the implant coil was found bent. This likely prevented the coil from detachment. (B)(4).